Manufacturer narrative:
Investigation: three photos were provided to our quality engineer for evaluation. Through visual inspection, a grey particle was observed inside the vial, likely a result of coring. A device history record review found no non-conformances associated with this issue during production of reported lot 1812107. Fragmentation testing that was performed for this lot was found to be acceptable. There are many different factors that can contribute to coring. We have found that coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. As several factors impact on coring tendency, the root cause cannot be established. CAPA#688697 was initiated.

Event description:
It was reported that during use of the bd phaseal¿ protector p55 there was foreign matter. Foreign complaint the following information was provided by the initial reporter, translated from german to english: during use of phaseal protector p55 ref: 515117 lot: 1812107 falls a particle in cyramza 500mg / 50ml and we were unable to use it.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd phaseal¿ protector p55 there was foreign matter. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: during use of phaseal protector p55 ref: 515117, lot: 1812107 falls a particle in cyramza 500mg / 50ml and we were unable to use it.